Manufacturer narrative:
An event regarding audible noise and wear involving a trident liner and ceramic head was reported. The event was confirmed for cup malposition as per medical review. Method & results: device evaluation and results: the device was not returned. It remained implanted. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: a cup in low inclination contributed to impingement in abduction where a major abduction in the hip caused significant subluxation in the arthroplasty. The subluxation caused a wear scar on the superior surface of the ceramic head due to point contact overload where the resulting rough surface with increased friction in the wear scar initiated the squeaking events in the hip. Device history review could not be performed as the device details were not provided. Complaint history review could not be performed as the device details were not provided. Conclusions: the medical review concluded that "a cup in low inclination contributed to impingement in abduction where a major abduction in the hip caused significant subluxation in the arthroplasty. The subluxation caused a wear scar on the superior surface of the ceramic head due to point contact overload where the resulting rough surface with increased friction in the wear scar initiated the squeaking events in the hip." Further information such as return of device, operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Remains implanted.

Event description:
The surgeon (B)(6) reported that he undertook revision surgery on (B)(6) 2015 in a (B)(6) year old female patient who had orignally been implanted with an abg ii, alumina ceramic head and liner, plus a trident cup on (B)(6) 2013. The patient reported a squeaking noise when walking which she described as embarrassing. The surgeon reported that the head and liner were revised, and that the other 2 devices were left in situ. The surgeon reported that he thought there was some wear on the explanted devices.